Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided (customer provided interpretation of results: male patient is <34.2 ng/l): (B)(6) 2023 sid (B)(6) results = 1753.7 ng/ml and 1869.4 ng/l the patient was originally tested at another laboratory which generated positive results with an architect instrument. The patient was sent to the hospital and had a negative result with an unknown method. The original sample was sent to this laboratory for repeat testing on another abbott instrument. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for list number 08p13 however, no trends were identified regarding commonalities for lot number 55350ud00 and the issue. Device history record review did not identify any non-conformances or deviations associated with lot number 55350ud00 and the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 55350ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I for lot number 55350ud00 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided (customer provided interpretation of results: male patient is <34.2 ng/l): (B)(6) 2023 sid (B)(6) results = 1753.7 ng/ml and 1869.4 ng/l. The patient was originally tested at another laboratory which generated positive results with an architect instrument. The patient was sent to the hospital and had a negative result with an unknown method. The original sample was sent to this laboratory for repeat testing on another abbott instrument. No impact to patient management was reported.